Event description:
The device was returned for a tubing set misloaded, reload cassette alert. The log files were not able to be reviewed at the time of complaint receipt. The device was returned for evaluation. Log files were pulled and revealed a vr coupler issue which only occurs during set up. The unit started up with no alarms. Performed mock infusion with no errors. Performed resistor motor home test and resistor calibration and verification test, unit passed. Internal investigation found lever boot retaining plate is damaged/cracked. Lever boot retaining plate will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: customer reported: "this event was reported on 9/18/25 @ approximately 0930, charge rn in the step-down infusion center. The clinician was attempting to load the cassette and received a "reload cassette" alert on the pump. They attempted a few more times, receiving the same alert. Pump was removed and replaced with new one. No patient harm. 09/30/2025- biomed reported that this device went back into circulation and they will retrieve logs the next time the unit is scanned. 10/01/2025- biomed provided logs and reported: tried running the delivery test got error "tubing set is misloaded". A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.